Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were hospitalized due to seizures. The customer's blood glucose level was 151 mg/dl. The customer reported that the doctor stated that it might be due to low oxygen. The customer also reported that the insulin pump had cosmetic damage. The customer reported that the insulin pump had a burn at the motor area. The customer was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to backup plan. The insulin pump will be returned for analysis.